Manufacturer narrative:
Based on the claim against the product by the customer noting one of the jaws broken and disconnected, an investigation was completed to determine the cause of this reported event. Isi did receive da vinci product for isi evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the instrument grips-tips/broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. To be more specific the grip became dislodged from the base. A piece approximately 0.186" x 0.692" was found to be hanging at the end of the conductor wire. The broken piece was returned. A section of the conductor wire measuring proximately 0.293" was exposed due to the broken grip being dislodged. Common causes of the failure mode broken instrument grips-tips are typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. This damage during use may result from applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, one of the jaws of the force bipolar instrument was broken and disconnected. The procedure was completed with no reported injury.